Event description:
Advocate called stating that his father ran a blood test on his breeze2 meter and result was 320 mg/dl. His blood was retested on a different meter and the result was 80 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer had discarded his meter and strips so no product will be returned. He was sent a new kit.

Manufacturer narrative:
Customer had discarded the meter and strips. No product info could not be obtained. It's not possible to determine the MFR date without the product info.